Event description:
It was reported that the original surgery on (B)(6) 2014 was to resolve an issue with an ulcer on the big toe of the left foot that would not heal. When the patient bent his toe, the ulcer would re-open. The patient is neuropathic diabetic and had already had 2 toes amputated. In an effort to prevent infection and risk of the foot and leg, the toe was fused with an arthrex titanium quick fix screw. On (B)(6) 2014 the patient reported that he could bend his toe again. An x-ray revealed the quick fix screw was broken. The patient stated he did not know how the screw was broken. The screw was removed and the wound was cleaned and sutured on (B)(6) 2014. About a week later, the patient presented with an ulcerated wound and no sutures, an infection and an exposed tendon. When the surgeon flushed the wound sesame seeds came out. The surgeon then requested a psychological exam of the patient. It was discovered the patient has munchausen syndrome and tends to create symptoms of illness. Follow up information found that the toe was partially removed to prevent further infection risk to the foot and leg.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. A lot number was not provided so the device history record review cannot be performed. The evaluation revealed the returned screw is completely broken at its proximal-most thread. There are plier / tool marks around the broken area of both returned sections of the screw which were probably caused during the removal process. The most likely cause of the complainant's event is patient non-compliance with the post-op protocol and/or post-op trauma. Per directions for use, "postoperatively and until healing is complete, fixation provided by this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. The fixation provided by this device should be protected. The postoperative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device". The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.